Manufacturer narrative:
The following components were received in the return: catheter without tethering wires, and usb with patient information tag attached. The sensor was not returned. Visual inspection of the hub was found to be normal with blood present on and inside the hub. Visual inspection of the length of the catheter showed multiple kinks or usage damage and blood inside the catheter. The catheter's outer diameter was found to be within specification with a 0.0470 in. Thickness at distal tip and 0.0470 in. At the proximal end determined by a digital caliper. The event could not be reproduced and assessed for concerns regarding sensor position after deployment and future thrombosis because of prior deployment; consequently, the investigation was unable to determine the root cause of the event description. The reported event was unable to be confirmed due to prior deployment and partial return. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and other complaints related to the batch were unrelated. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
During cardiomems implant, the sensor was deployed to the right main pa in a horizontal position. The physician was concerned about a future thrombosis and elected to remove the sensor using a snare. A second sensor was deployed. Readings were obtained from the sensor. No adverse consequences to the patient.